Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03898 and 0001825034-2021-00815.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03899. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty, there were difficulties sliding the locking bar into the tibial insert. The locking bar fractured. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g7, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event could not be confirmed because only the tibial insert was received. Visual examination of the returned bearing found it was damaged (gouges and deformation). Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.